Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided reset information, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues recurred, which the caller acknowledged and understood.